Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 103 mg/dl and 20 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips.the reported test strips have not been returned for investigation. The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, the reported readings were found in the device's internal memory log within 10 minutes. All pertinent information available to abbott diabetes care has been submitted. Note: the device manufacturer date for the reported test strip lot number is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.